Event description:
The customer reported that the system was not storing cine images (date loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.